Manufacturer narrative:
Initial.

Event description:
It was reported that a cartridge in an ilet system leaked after the user overfilled the cartridge, and the user received troubleshooting and education to address correct filling technique. Symptoms included no reported clinical effects. Outcomes included no medical intervention or hospitalization. Investigation included user communication and education on proper cartridge handling and fill volume. Investigation of this case revealed user-related technique error that led to a leaking cartridge, with no device malfunction observed. It was concluded, based on previously established findings for similar reports, that user error related to improper cartridge filling was the cause.